Event description:
The customer obtained negatively biased vitros phyt results from two different quality control fluids when processed on the vitros 350 chemistry system. Vitros phyt results of 52.02 and 56.65 umol/l vs. An expected result of 34.0 umol/l were obtained from vitros tdm (lot a9666) quality control fluid. Vitros phyt results of 43.22, 81.76 and 85.62 umol/l vs. An expected result of 56.91 umol/l were obtained from vitros tdm (lot 9667) quality control fluid. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The customer had no evidence that patient results were affected. There was no report of patient harm as a result of this event. This report is number two of five mdrs for this event. Five 3500a forms are being submitted for this event as five devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that negatively biased vitros phyt quality control results randomly occurred on a vitros 350 system. Acceptance performance was obtained upon reanalysis using the in-use reagent and quality control fluids. No assignable cause could be determined. No instrument malfunction was identified as a contributing factor. However, pre-analytical sample mix up could not be ruled out as a contributing factor. A root cause was not identified.